Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Final report measures taken: replaced power supply module. Device passed all service software tests. Device returned to the customer and ready to be used.

Event description:
The hamilton-t1 device is used for transport and if the power module has an issue and the device cannot charge as expected, this could have a potential impact on the patient safety when occurring during ventilation (and this despite the available battery).

Manufacturer narrative:
It was reported that a power surge from a generator at the customer's site resulted in damage to the device's power supply; when plugged into ac power outlet the ventilator does not charge. Loss of external power alarm evidenced in event log. Local service engineer identified the power supply as the defective component. Replacement of this part resolved the issue. The issue was corrected successfully, and no further problems have been reported, no additional investigation is deemed necessary at this time. Case is considered as closed.